Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the spine software rebooted itself while a manufacturer representative was attempting to change some admin settings in the software. The representative was able to re-launch the software and resume the case. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported surgical delay of ten minutes due to the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there had been no issues of recurrence. The system checkout was completed with the system functioning as intended.